Event description:
It was reported that patient was revised on a left knee due to dislocation of patella. Update per sales rep: "dr. Decided to change the liner because it was too tight also the patella was not tracking. This patient has had issues with her patella tendon in the past and had several surgeries before this one."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. The event was confirmed via the provided x-rays. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that patient was revised on a left knee due to dislocation of patella. Update per sales rep: "dr. Decided to change the liner because it was too tight also the patella was not tracking. This patient has had issues with her patella tendon in the past and had several surgeries before this one."